Manufacturer narrative:
Trackwise ID # (B)(4). Analysis of production: the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: the device was returned to the factory for evaluation on 09/09/2021. An investigation was conducted on 09/15/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The silicone insulation on the cold jaw was observed to be slightly peeled and cracked closest to the tip of the cold jaw. The silicone insulation on the hot jaw was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The toggle was maneuvered to open and close the jaws. The jaws of the device were able to be opened and closed with no physical or visual defects observed. The jaws were lined up with each other during the mechanical evaluation. Based on the returned condition of the device, the reported failure "mechanical problem" was not confirmed, but was confirmed for the analyzed failure "peeled jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, customer states the hemopro tips were uneven and did not come together to allow cut and seal of the branches. Nothing feel in the patient. Opened new kit to complete the procedure with no issues. The hospital did not report any patient effects.